Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message regarding the battery status was displayed on the programmer. Therefore, the pacemakers memory content was analyzed confirming this observation, the eri battery status was triggered on (B)(6) 2019. Furthermore, an elevated current consumption was documented in the devices memory. The ability of the device to deliver therapies was verified revealing that no antibradycardia therapy functionality was present. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
This device was explanted and replaced due to eri. No adverse patient events were reported. Should additional information be received, this file will be updated.